Event description:
The customer was hospitalized for high bgs. The customer has stomach problems, vomiting and gallstones. Troubleshooting was performed. The programming and histories on the pump were correct. The customer was disconnected at the set, a fixed prime was run with the reservoir in the pump, and insulin exited. The high-pressure test could not be performed due to lack of the testing clamp.